Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: pump drive unit malfunction.

Event description:
Major pump unit(s) involved: blood pump; red heart alarms; specific component(s) involved: pump drive unit malfunction; causative or contributing factor: no specific contributing cause identifie. Intervention(s): switch from vented electric to pneumatic-mode. Other intervention : type: lvad.